Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, non-sustained oversensing(nso) episodes were noted on the ventricular channel of the patient's device. The noise due to oversensing was noted because the patient electrocuted himself during housework. Programming changes were made. The patient did not experience any adverse consequences.